Manufacturer narrative:
(B)(4). Concomitant medical products: 00598801215 61964595 stem extension straight 15mm dia x 30mm length(combined length 75mm); 00598802016 62099366 stem extension offset 16mm dia x 100mm length(combined length 145mm); 00585006012 61188123 articular surface with segmental hinge post size f 12 mm height; 3006070001 034ca12706 refobacin-palacos r60; 32855450538 95005275 tiv rh knee tib plt sz 4; 32855470956 95005277 tiv rh knee hinge pst ext 12mm. Report source: foreign country: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the hinge post component has fractured. Additionally, sem analysis of the hinge post found that the fracture was due to a bend overload. Radiographs were reviewed by a health care professional and summarized as the following: there are indications of a hinge post fracture in the anterior joint recess inferior and slightly posterior to the patella. Remainder of components appear intact. Bones appear intact without fracture or demineralization. The device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient¿s knee was revised approximately six years post implantation due to implant fracture. Attempts have been made and additional information on the reported event is unavailable.